Manufacturer narrative:
Submit date: 06/08/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports the uvc is leaking just below the hub where the catheter is joined. The uvc was placed on (B)(6) 2011 and pulled on (B)(6) 2011. The uvc was removed and replaced with a peripheral IV. The status of the pt is fine.